Event description:
It was reported that patient reported some issues with the set on (B)(6) 2026, which resulted in high blood glucose level, very high ketones and symptoms like shaking throwing off (vomit) and visit to the emergency room admitted to the hospital greater than twenty four hours high blood glucose was treated with intravenous drip.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.